Event description:
It was reported patient underwent a right knee revision procedure on (B)(6) 2014 of competitor product. During the procedure, the screws would not lock into the screw holes of the tibial augments. The tibial augments were removed and a thicker tibial bearing was utilized to complete the procedure.

Manufacturer narrative:
Examination and measurement of the returned devices found no evidence of product non-conformance. The root cause of the event was determined to likely be due to improper surgical technique.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014- 09118 / 09119).